Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure on (B)(6) 2011. According to the complainant, it was noted during preparation that the wire was not long enough to extend past the distal end of the sheath. No visible damage to the device or the packaging was noted. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Reported event: flare detached. Visual evaluation of the returned device revealed that the flare had detached, and the key tube was found outside the dongle assembly. Several kinks were found along the working length. The condition of the returned device rendered functional testing impossible. The complaint that the sheath length was incorrect was confirmed; a detached flare can cause the sheath to appear too long. A definitive root cause of the identified defects could not be determined from the information available. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.